Event description:
It was reported that this right atrial (ra) lead showed noise oversensing when the physician was making provocative maneuvers on the patient arm. The physician subsequently reprogrammed the ra sensitivity and requested further assistance to technical services (ts). Ts indicated that the observed noise was myopotentials and also noticed low pacing impedance measurements of less than 200 ohms on the left ventricular (lv) lead. Troubleshooting was recommended to discard any impairment with the ra or lv lead. This ra lead remains in service and no adverse patient effects were reported.